Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, there were purge blocked alarms. Tissue plasma activator protocol was initiated. The patient outcome is unknown.

Manufacturer narrative:
High purge pressure: clinical details state that a purge system blocked alarm appeared on day of implant. The pump was not replaced, and tissue plasminogen activator (tpa) purge protocol was initiated but clinical details do not specify if that resolved the issue. Data log review shows a 12-minute rise in purge pressure (pp) from 500 to greater than 1000 mmhg, which begins about 6 minutes after starting the pump. There was a motor current spike with a stable motor speed prior to the rise in pp. The purge pressure was sustained above 1000 mmhg for approximately 7 hours before gradually decreasing for another 10 hours before being back to 500 mmhg. About 3 hours into the high purge pressure alarms, it appears that purge fluid was changed. No product was returned. The root cause of the high purge pressure was most likely biomaterial ingestion due to the motor current spike prior to the rise in pp seen in data logs. Thrombus: the failure mode thrombus was added since the root cause of high purge pressure was most likely biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined.